Manufacturer narrative:
Eval result: thermal fuse, drive motor.

Event description:
It was reported by service report that the stretcher would zoom intermittently. No pt involvement or adverse consequences are reported.